Event description:
It was reported that the device overheated during a procedure. The account had a back up on hand to complete the procedure. There are no allegations of adverse consequences associated with this event.

Manufacturer narrative:
The device was returned to the manufacturer for investigation. Based on the investigation details, the alleged condition of overheating was confirmed. Corrosion was found in the motor assembly, rotor assembly and sag head assembly. The device was repaired and will be returned to the account.